Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: octrode lead kit, 60 cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000187318.

Event description:
It was reported that during an implant procedure on (B)(6) 2026, a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. Following implant procedure, the patient experienced pain, a headache, muscle weakness, warm sensation in the chest, and numbness. Additionally, the patient was unable to enter MRI mode after being implanted. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue. It is unknown which lead is responsible for csf leak or issue entering MRI mode.